Manufacturer narrative:
Covidien reference number: (B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by the tse corresponds with accepted service practices for the device.

Event description:
It was reported that while in use on a patient, the ventilator's graphic user interface (gui) went blank. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. The customer reported that there were no alerts or failure codes found in the diagnostic logs.